Event description:
The customer received a blood glucose reading of 88mg/dl on the contour usb, re-tested on a different meter and the reading was 54mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned for evaluation. A new kit was sent to the customer.